Manufacturer narrative:
The reported events of over-sensing and failure to remove from the header were not confirmed. A partial lead connector portion was returned in one piece. Visual inspection, and electrical testing of the lead were normal with no anomalies found except for damages consistent with procedure damage.

Event description:
Related manufacturer report number: 2017865-2023-40951. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited unspecified over-sensing. The physician decided to replace the rv lead. During the lead revision procedure, the rv lead failed to be separated from the header of the pacemaker. The pacemaker was explanted, and the rv lead was capped and replaced. The patient was in stable condition.